Event description:
Patient here for laparoscopic inguinal hernia repair. When surgery started, it was noted that the image on the camera was blurry, fuzzy, unable to make clear with the anti-fog solution. The camera was switched out for another one and the image was better.